Event description:
It was reported to philips that the system was not booting up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Upon troubleshooting, fse attempted to restart the entire system, but this did not resolve the problem. After resetting the suite pc and x-ray pc connections, repeatedly attempting to load the software and the reported problem was not resolved. Fse confirmed the fault was with the suite pc. The cause of the suite pc failure could not be conclusively determined by the supplier's part analysis. However, the replacement of the suite pc and reloaded the software onto the new pc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.